Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was intermittent freezing when typing. A field service engineer (fse) rebooted the system, resecured the cable ties, and replaced the docking board to resolve the issue. The fse then had the customer log in and test the biometric identifier and keyboard. At that time, the issue could be duplicated both before and after. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es keyboard issue was not responding. Customer had to reboot the station in order to get the keyboard to work again. However, there were no delays or adverse events or injuries reported based on this event.